Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the following issues were found in tube: fm in gel x2.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 10/15/2021. H6: investigation: bd received three (3) samples and five (5) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for ink smear (dirty tube), foreign matter (fm) in gel, and embedded fm in tube wall was observed. Bd was able to determine the root causes associated with the failure modes as: the black fm in the tube is attributed to loose dirt. The white fm in the gel is attributed to inadequate mixing of material used in the gel manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. The embedded fm in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of ink smear, foreign matter (fm) in gel, and embedded fm in tube wall. Bd has initiated further root cause investigation relating to the issue of fm through CAPA #2201538. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the following issues were found in tube: fm in gel x2.